Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed during analysis. Upon receipt, the device arrived in bvvi mode. It was determined the device entered bvvi post-explant. The cause of the bvvi operation is consistent with device exposure to cold temperature. The cause of the set screw anomaly was due to silicone, septum material present in the vtip set screw hex cavity. The material prevented full insertion of the torque driver and caused the hex cavity to become stripped.

Event description:
During an elective device replacement procedure, the set screw was unable to be removed from the header. The leads were cut and capped. A new lead was implanted and connected to the new ICD with good electrical measurements. The patient is in stable condition.